Manufacturer narrative:
During the site visit, the field service representative (fsr) inspected the instrument and observed worn water line seals on the top of the r2 syringe and sample syringe. The fsr replaced the syringe seals, replaced the cuvette washer dry tip, and optimized the alignment of the ict assembly, sample pipettor, and mixer #1 at the cuvette position. Return testing was not completed as returns were not available. The alinity c processing module serial number ac01435 service history was reviewed and revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A 12-month review did not identify a trend or systemic issue for part c-35016437-01 seal, water line, syringe. The most recent product monitoring review for clinical chemistry systems found no systemic issue or trends for the issue associated with this ticket. A search for non-conformances was performed and there were no records identified for the seal, water line, syringe. The alinity ci-series operations manual and the alinity c service documentation, provide adequate information regarding the troubleshooting of erratic/discrepant results, and the removal, replacement, and verification of the seal, water line, syringe. Based on the investigation no systemic issue or deficiency was identified for either the alinity c processing module, serial number ac01435, or the seal, water line, syringe, part number c-35016437-01.

Manufacturer narrative:
Patient information, patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided due to privacy issues.

Event description:
The customer reported a falsely elevated potassium (k) result on one patient. The results provided were: sid (B)(6) initial k = 6.9mmol/l (normal range 2.5 to 6.0mmol/l) / retested on another alinity (B)(4) = 5.7 / 5.8mmol/l. There was no reported impact to patient management.